Event description:
It was reported that air remained in air-eliminating filter chamber after tubing completely primed. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.

Manufacturer narrative:
Other text: h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: evaluation codes method: device not returned.